Manufacturer narrative:
The used marked spring tip guidewire 000150 is being sequestered by the hospital and unavailable for evaluation, however, a photo was provided. The photo provided was of the spring tip, a review of the spring tip shows evidence of deformation of the spring near the proximal end of the component. This indicates excessive force may have been used on the guidewire resulting in the weakening and possible detachment of the guide wire tip. Without the involved device, an evaluation and failure analysis could not be performed and the root cause of the reported problem therefore could not be determined. A review of the lot history could not be performed, as the lot number and/or manufacture date was not provided by the end user facility. Thus, it is not known if the device was used past its useful life. A 2-year review of the device complaint history showed (B)(4) similar complaints received for detachment or breakage of the spring tip. (B)(4). It should also be noted, of the (B)(4) similar complaints, there has only been one (1) adverse event related to the detached spring tip where it required an second surgery to retrieve the device fragment. In this instance, the exact cause of the spring tip breakage was unable to be determined. However, evaluation of similar complaints revealed that the bent/damage spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. Additionally, this is a reusable device and the customer was not sure of the number of times used. The marked spring tip guidewire is a solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilatation systems. To reduce the risk of the spring tip breakage and the patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. Warnings: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death. Carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate. Instructions for disinfection also can be found on the device IFU. Device was not returned.

Event description:
The facility reported at the end of a esophagogastroduode (egd) with dilation, upon visualization in the scope reprocessing room, the tech observed the spring end missing off guide wire. The procedure was performed without incident. The patient returned the same day to have the foreign body removed causing undue stress from 2nd procedure. Otherwise no patient injury was reported. On (B)(6) 2016 reporter, stated the patient is doing well.